Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an external battery communications lost alarm. The device was replaced. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint of powered down unexpectedly while using its internal battery was due to an isolated component failure within the device battery assembly while the external battery communications lost alarm was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient harm or serious injury reported as a result of this incident. It was reported the patient was immediately placed on a second device.